Event description:
It was reported that customer experienced issue where pump battery was discharging too quickly, and no blood glucose values or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No troubleshooting steps, corrective actions, or follow-up support were described, and no additional information was received regarding the outcome of the event.